Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-9165cdg baseplate impactor had an issue during standard impacting; the blue impactor tip broke. All pieces (2 total) that broke from the blue impactor were collected and accounted for in full. No case delay or adverse effects on the patient were reported in the case. Another ar-9165cdg was used to complete the case. This was discovered during a reverser tsa procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9165cdg due to the damage to the impactor head of the device. Visual evaluation noted that the tip of the device is damaged/broken. The most likely cause is attributed to misuse due to use error. Refer to investigation photo.